Manufacturer narrative:
This report has been identified as b. Braun (B)(4). In a follow up with the reporting facility, they confirmed they stopped treatment of the patient with the product. The instructions for use of the product have been checked and the following side effects are listed: in very rare cases, there may be a mild burning sensation after application of prontosan, but this usually dissipates after a few minutes. Prontosan can cause allergic reactions such as itching (urticaria) nd rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported. Since 2004 only 4 anaphylactic reactions have been reported, so far. The production quantities in 2013 for prontosan wound irrigation solution were over (B)(4) units. No negative trend can be observed. Since there is no trend, no further actions will be taken. An epicutaneous test will be offered to the patient in order to confirm a potential allergy to one of the ingredients of prontosan. If add'l pertinent info becomes available, a follow up report will be submitted. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar nature.

Event description:
As reported by the user facility: there is an anaphylaxis during prontosan treatment. After approximately 1 minute of treatment with prontosan the patient started to feel really bad: nauseates, dizziness, clammy, and 112 was contacted. It developed into a single cramp and he was not responsive for a short time. Progressive red rash on the body was observed. When 112 arrived he was given tavegyl (antihistamine) IV. At the hospital neither dyspnoe not itching was found and no other symptoms were found apart from the patient being tired and weak. The patient was discharged from hospital after approximately 6 hours of observation. He had not been treated with prontosan since then. He is well today.